Manufacturer narrative:
Samples received: 2 open pouches (to analyze cc400377482 and 400377483). Analysis and results: there are no previous complaints of this code batch. We have received the same day 6 cases of seroma after surgery from the same hospital and three possible codes-batches involved. We manufactured and distributed in the market 9,432 units of this code batch. There are no units in our stock. We have received two samples without the second pack (the first pack is closed) to analyze cc 400377482 and 400377483. We have checked these samples and no defects have been found. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the (B)(6): 5.10 kgf in average and 4.83 kgf in minimum (ep requirements: 3.98 kgf in average and 1.89 kgf in minimum) furthermore, degradation test results conducted on the samples received fulfil b. Braun surgical requirements. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 3.88 kgf in average and 3.71 kgf in minimum. B. Braun surgical requirement is 2.07 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Sterilization process was also normal and the results of the sterilization control are correct. Novosyn biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of novosyn was proved. Final conclusion: although the results of the samples received fulfil the specifications of (B)(6)/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Seromas 2-3 days after surgery.